Event description:
It was reported the patient showed up for a normal refill with early signs of withdrawal, which included increased spasticity. It was noted there was no drug in the pump. The programmer indicated 2.3 ml and the alarm was set for 2 ml. The patient was refilled and given a bolus dose over three hours. The patient was also prescribed four oral doses of baclofen 10 mg each to take as needed if spasticity did not resolve. It was further reported the patient took all doses and showed up in the emergency room (ER) on (B)(6) 2014 seemingly in overdose. The cause of the overdose symptoms was the patient taking four oral doses of baclofen. It was reported the patient was loose, unresponsive, and glassy eyed. A catheter access port (cap) study was done on (B)(6) 2014 and there was good flow. The patient¿s dose was cut down from 1463 mcg to 1170 mcg. The patient recovered and returned to normal and the issue resolved. It was noted the patient was ¿doing fine¿ and was discharged from the hospital on (B)(6) 2014. It was also reported there was belief that the bolus dose on top of simple continuous dose with oral doses were too much too fast for the patient. The patient¿s status at the time of this event was ¿alive-no injury.¿ the pump was being used to deliver compounded baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).